Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore. During the investigation it was noted that logs were reviewed and found evidence of ECG monitoring failure in conjunction with rapid cable ID changes in the same event (log 11030). Additionally, the log review observed that the device was reset once and recorded an unsupported cable ID. Bench testing and ECG stressing were performed on the equipment returned from the customer without duplicating the customer's report or any malfunction to the device. The customer's mfc was not returned and could not be visually inspected or functionally tested. Given the nature of the ECG failure, rapid changing defib cable ID changes and the device passing all testing successfully, the mfc receptacle was replaced as a precaution. It is recommended that the mfc used during the event be replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.